Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a vein dissection occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac kit was selected for use. The physician obtained groin access and transseptal puncture was performed. The patient pressure began to drop. A 31mm watchman flx pro device was implanted. A venogram after release revealed a vein dissection. A vascular surgery was performed to treat the condition. The device is not expected to be returned for analysis.